Event description:
Information received from patient reported that they experienced shocking sensation on the right side. The patient noted that there was no event leading up to the issue and there was no falls or trauma. Also, there was no recent medical testing or emi environmental exposure. The patient first met healthcare professional (hcp) on (B)(6) 2016 for this and it was decided to check the leads using a CT scan. It was noted that the patient was to have a CT scan tomorrow and needed assistance with turning off their implantable neurostimulator (ins). With assistance, the ins was turned off and all programs on both sides were at 0.0 volts so the device was ready for the CT scan. The patient was going to follow up with the hcp for the shocking issue. The indications for use for the implanted device were noted as spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.